Event description:
The below report was received by health authority food and drug administration (reference number: (B)(4)) on 13-jan-2014. The most recent information was received on 09-jan-2020. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("sharp pains on the right side"), pregnancy with contraceptive device ("pregnant"), headache ("headaches"), hot flush ("hot flashes"), muscle spasms ("cramps on leg , feet and hands "), fatigue ("always tired"), weight loss poor ("cant loose weight"), dysgeusia ("taste of metal"), ligament pain ("ligament pain"), hypoaesthesia ("my legs always tingle and fall asleep as well"), paraesthesia ("my legs always tingle and fall asleep as well"), insomnia ("insomnia in days that I'm so tired") and pain ("pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. Other product or product use issues identified: device ineffective ("device ineffective"). Medical conditions: date not specified: hsg: everything was good. On (B)(6) 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2015. An unknown time later she experienced pelvic pain (seriousness criteria hospitalization, medically important and intervention required), pregnancy with contraceptive device (seriousness criterion hospitalization), headache (seriousness criterion hospitalization), hot flush (seriousness criterion hospitalization), muscle spasms (seriousness criterion hospitalization), fatigue (seriousness criterion hospitalization), weight loss poor (seriousness criterion hospitalization), dysgeusia (seriousness criterion hospitalization), ligament pain (seriousness criterion hospitalization), hypoaesthesia (seriousness criterion hospitalization), paraesthesia (seriousness criterion hospitalization), insomnia (seriousness criterion hospitalization) and pain (seriousness criterion hospitalization) with mobility decreased. The patient was treated with surgery (total laparoscopic vaginal hysterectomy, ilateral salpingo-oophorectomy). In 2007, pregnancy with contraceptive device had resolved. At the time of the report, the outcomes for pelvic pain, headache, hot flush, muscle spasms, fatigue, weight loss poor, dysgeusia, ligament pain, hypoaesthesia, paraesthesia, insomnia and pain were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure (ess205) during the first, second and third trimesters. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on an unknown date. No causality assessment was received for essure (ess205) with regard to pelvic pain, headache, hot flush, muscle spasms, fatigue, weight loss poor, dysgeusia, ligament pain, hypoaesthesia, insomnia, pain, pregnancy with contraceptive device or paraesthesia. The reporter commented: essure insertion date discrepancy: (B)(6) 2006. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-jan-2020: pfs received. Essure device was removed. This case is being submitted retrospectively following an internal review based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032904) on 13-jan-2014. The most recent information was received on 30-may-2022. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('sharp pains on the right side'), pregnancy with contraceptive device ('pregnant'), headache ('headaches'), hot flush ('hot flashes'), muscle spasms ('cramps on leg , feet and hands '), fatigue ('always tired'), weight loss poor ('cant loose weight'), dysgeusia ('taste of metal'), ligament pain ('ligament pain'), hypoaesthesia ('my legs always tingle and fall asleep as well'), paraesthesia ('my legs always tingle and fall asleep as well'), insomnia ('insomnia in days that I'm so tired') and pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: date not specified: hsg: everything was good. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced headache (seriousness criterion hospitalization), hot flush (seriousness criterion hospitalization), muscle spasms (seriousness criterion hospitalization), fatigue (seriousness criterion hospitalization), weight loss poor (seriousness criterion hospitalization), dysgeusia (seriousness criterion hospitalization) and ligament pain (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), was found to have a pregnancy with contraceptive device (seriousness criterion hospitalization) and experienced hypoaesthesia (seriousness criterion hospitalization), paraesthesia (seriousness criterion hospitalization), insomnia (seriousness criterion hospitalization) and pain (seriousness criterion hospitalization) with mobility decreased. The patient was treated with surgery (total laparoscopic vaginal hysterectomy, ilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. In 2007, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain outcome was unknown, the headache, hot flush, muscle spasms, fatigue, weight loss poor, dysgeusia and ligament pain outcome was unknown and the hypoaesthesia, paraesthesia, insomnia and pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for dysgeusia, fatigue, headache, hot flush, hypoaesthesia, insomnia, ligament pain, muscle spasms, pain, paraesthesia, pelvic pain, pregnancy with contraceptive device and weight loss poor with essure (ess205). The reporter commented: essure insertion date discrepancy: (B)(6) 2006. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.